Event description:
It was reported that initial interrogation of the implantable pulse generator (ipg) using the mobile programmer application system was significantly delayed despite bluetooth connection being established between the patient connector and the device due to a telemetry problem. It was noted that once the ipg was handed over for connection to the leads, the bluetooth connection was disrupted with message displayed indicating that bluetooth energy was low. Troubleshooting steps were taken to include an attempt to reconnection; however, connection could not be established even when the patient connector was positioned closer to the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the physician reconnected the implantable pulse generator (ipg) with the patient connector after the procedure (after wound closure) and left the patient connector on the ipg during the session. Host tablet os version: 26.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.